Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced "multiple equipment issues" which resulted in a decision being made to replace the lvad with the manufacturer's clinical trial lvad. A non specific problem when switching from battery power to power base unit (pbu) was also reported and it was recommended to change the pbu cable. Waveforms were submitted for analysis and were found to be normal.